Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a 37-year-old female patient who had essure (ess205) (batch no. 508835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included attempted suicide, depression, endometrial ablation and narcotic abuse. Concurrent conditions included asthma, bipolar disorder, chronic fatigue syndrome, chronic pain, colitis, fibromyalgia, gerd, hypothyroidism, insomnia, irritable bowel syndrome, kidney stones, migraine, mood disorder, obesity, pancreatitis, post-traumatic stress disorder, dysfunctional uterine bleeding since (B)(6) 2006, retroverted uterus since (B)(6) 2006, bleeding genital since (B)(6) 2006, neck pain since (B)(6) 2006, chest pain since (B)(6) 2018, back pain since (B)(6) 2018, cough since (B)(6) 2018, runny nose since (B)(6) 2018, fever since (B)(6) 2018, intentional overdose since (B)(6) 2006, bipolar disorder since (B)(6) 2006, suicide gesture since (B)(6) 2006, tobacco use disorder since (B)(6) 2006, serotonin syndrome since (B)(6) 2016, hives since (B)(6) 2016, urinary retention since (B)(6) 2016, dysuria since (B)(6) 2017, pelvic pain since (B)(6) 2017, cystitis interstitial and post ablation tubal ligation syndrome. Concomitant products included alprazolam (xanax), amitriptyline hydrochloride (elavil), antipsychotics, chorionic gonadotrophin (hcg), combivent, diazepam (valium), duloxetine hydrochloride (cymbalta), esomeprazole magnesium (nexium), eszopiclone (lunesta), famotidine (pepcid), fluoxetine hydrochloride (prozac), furosemide, hydroxyzine hydrochloride (vistaril), lamotrigine (lamictal), leuprorelin acetate (leuprolide acetate), levothyroxine sodium (synthroid), mesalazine (mesalamine), nicotinic acid (niacin), obetrol (adderall), panadeine co (tylenol with codeine), pentosan polysulfate sodium (elmiron), phentermine, phentermine (adipex), prazosin, quetiapine (seroquel), rabeprazole sodium (aciphex), salbutamol sulfate (proair hfa), solifenacin succinate (vesicare), sucralfate (carafate), tramadol hydrochloride (ultram), trazodone, urelle and zolpidem tartrate (ambien). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there is a discrepancy in product start date. Earlier it was (B)(6) 2006 and in fu it is given (B)(6) 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant'), menorrhagia ('abnormal bleeding (menorrhagia)'), kidney infection ('infection (other) describe: kidney infections'), nephrolithiasis ('infection (other) describe: kidney stones'), dementia ('neurological condition or problems type: early dementia,'), sjogren's syndrome ('autoimmune disorder type of disorder:sjogren's syndrome'), staphylococcal infection ('infection (other) describe: infections, msra'), crohn's disease ('crohns'), narcolepsy ('neurological condition or problems type:narcolepsy'), urethral repair ('urethral reconstruction') and cystitis interstitial ('interstitial cystitis') in a 37-year-old female patient who had essure (ess205) (batch no. 508835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same day" on (B)(6) 2006 and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included attempted suicide, depression, narcotic abuse and asthma. Current weight 235 lbs. Concurrent conditions included chest pain since (B)(6) 2018, back pain since (B)(6) 2018, cough since (B)(6) 2018, runny nose since (B)(6) 2018, fever since (B)(6) 2018, pelvic pain since (B)(6) 2017, dysuria since (B)(6) 2017, serotonin syndrome since (B)(6) 2016, hives since (B)(6) 2016, urinary retention since (B)(6) 2016, intentional overdose since (B)(6) 2006, bipolar disorder since (B)(6) 2006, suicide gesture since (B)(6) 2006, tobacco use disorder since (B)(6) 2006, neck pain since (B)(6) 2006, dysfunctional uterine bleeding since (B)(6) 2006, retroverted uterus since (B)(6) 2006, bleeding genital since (B)(6) 2006, asthma, bipolar disorder, chronic fatigue syndrome, chronic pain, colitis, gerd, hypothyroidism, insomnia, migraine, mood disorder, obesity, pancreatitis, post-traumatic stress disorder, post ablation tubal ligation syndrome, bipolar disorder and post-traumatic stress disorder. Concomitant products included alprazolam (xanax) from 2011 to 2016, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2014, amitriptyline hydrochloride (elavil) since 2013, antipsychotics, chorionic gonadotrophin (hcg), codeine phosphate;paracetamol (tylenol with codeine) from 2016 to 2018, diazepam (valium) from 2010 to 2017, duloxetine hydrochloride (cymbal) since 2016, esomeprazole, azaphilone (lunesta), famotidine since 2009, fluoxetine hydrochloride (prozac) from 2014 to 2017, furosemide since 2016, hydroxyzine hydrochloride, hydroxyzine hydrochloride from 2007 to 2016, hyoscyamine sulfate;methenamine;methylthionine chloride;phenyl salicylate;phosphoric acid sodium (urelle), hyoscyamine sulfate;methenamine;methylnicotinium chloride;phenyl salicylate;phosphoric acid sodium (uribel) from 2013 to 2017, ipratropium bromide;salbutamol sulfate (combivent), lamotrigine (lamictal) from 2006 to 2007, leuprorelin acetate (leuprolide acetate), levothyroxine sodium (synthroid), mesalazine (mesalamine), nicotinic acid (niacin) since 2014, pentosan polysulfate sodium (elmiron) since 2011, phentermine, phentermine (adipex), prazosin from 2014 to 2018, quetiapine fumarate (seroquel), rabeprazole sodium (aciphex) since 2015, salbutamol sulfate (uproar hfa), solifenacin succinate (vesicare) from 2011 to 2017, sucralfate (carafate) from 2015 to 2018, tramadol hydrochloride (ultram) since 2006, trazodone and zolpidem tartrate (ambien) since 2012. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headache"), migraine ("migraines"), vaginal discharge ("vaginal discharge") and chronic fatigue syndrome ("chronic fatigue syndrome") and was found to have weight increased ("weight gain,/loss specify which one : weight gain"). In january 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and abdominal pain ("pain:abdominal pain"). In 2007, the patient experienced dementia (seriousness criterion medically significant), narcolepsy (seriousness criterion medically significant), amnesia ("neurological condition or problems type:short term memory loss") and tinnitus ("neurological condition or problems type: tinnitus"). In january 2008, the patient experienced kidney infection (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection (",infection (bladder/ urinary tract/vaginal) type: utis") and vaginal infection (",infection (bladder/ urinary tract/vaginal) type: virginal infections"). In 2008, the patient experienced crohn's disease (seriousness criterion medically significant), dental caries ("dental problems cavities"), visual impairment ("vision/eye problems type: vision has decreased"), dry eye ("vision/eye problems type: I have dry eye"), abdominal distension ("gastrointestinal or digestive system condition type :bloating"), constipation ("gastrointestinal or digestive system condition type :constipation"), diarrhoea ("gastrointestinal or digestive system condition type :diarrhea"), irritable bowel syndrome ("gastrointestinal or digestive system condition type : ibs") and tooth fracture ("dental problems :breaking teeth caused by sjogrens"). In january 2009, the patient experienced sjogren's syndrome (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In january 2011, the patient was found to have white blood cell count increased ("blood or heart disorder/ condition type :chronic high white blood count"). In 2012, the patient underwent urethral repair (seriousness criterion medically significant). In january 2016, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, cystitis interstitial (seriousness criterion medically significant), night sweats ("hormonal changes describe: night sweats"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems, condition: depression"), anxiety ("psychological or psychiatric problems, condition: anxiety worsened"), intervertebral disc degeneration ("autoimmune disorder type of disorder:degenerative disc disease"), pruritus ("rashes or skin conditions type: severe itching"), rash ("rashes or skin conditions type: rashes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastritis ("gastritis") and gastric ulcer ("11 ulcers"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, in 2010 underwent ablation, in 2008 underwent kidney stone removal and in 2011 underwent hydro distension and cryoscopy/ bladder adjustment) and in 2015 underwent endoscopy and colonoscopy. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, kidney infection, nephrolithiasis, dementia, sjogren's syndrome, staphylococcal infection, crohn's disease, narcolepsy, urethral repair, cystitis interstitial, night sweats, mood swings, cystitis, urinary tract infection, vaginal infection, depression, anxiety, fibromyalgia, intervertebral disc degeneration, pruritus, rash, headache, migraine, ovarian cyst, white blood cell count increased, nausea, dental caries, amnesia, dysmenorrhoea, vaginal discharge, visual impairment, dry eye, weight increased, abdominal distension, constipation, diarrhoea, alopecia, irritable bowel syndrome, chronic fatigue syndrome, tinnitus, tooth fracture, gastritis and gastric ulcer outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the dyspareunia and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, chronic fatigue syndrome, constipation, crohn's disease, cystitis, cystitis interstitial, dementia, dental caries, depression, device dislocation, diarrhoea, dry eye, dysmenorrhoea, dyspareunia, fibromyalgia, gastric ulcer, gastritis, headache, intervertebral disc degeneration, irritable bowel syndrome, kidney infection, menorrhagia, migraine, mood swings, narcolepsy, nausea, nephrolithiasis, night sweats, ovarian cyst, pruritus, rash, sjogren's syndrome, staphylococcal infection, tinnitus, tooth fracture, urethral repair, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight increased and white blood cell count increased to be related to essure (ess205). The reporter commented: there is a discrepancy in product start date. Earlier it was ??-(B)(6) 2006 and in fu it is given (B)(6) 2006. In 2013 patient underwent inter stem trial and implant. And in 2016 underwent inner stem removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events- ¿ mood swings, night sweats, bladder infection, uti, vaginal infection, kidney stones, kidney infection, depression, anxiety worsened, fibromyalgia, degenerative disc disease, severe itching, rash, migraines, headache, ovarian cysts, chronic high white blood count, nausea, dental problems, early dementia, short term memory loss, dysmenorrhea, vaginal discharge, vision has decreased and I have dry eye, fatigue, weight gain, bloating ,constipation, diarrhea, hair loss, medical device monitoring error, she did not undergo confirmation test, gastritis, interstitial cystitis, 11 ulcers, urethral reconstruction¿, outcome of events ¿abdominal pain, dyspareunia (painful sexual intercourse)¿ to ¿recovering/resolving¿ and ¿abnormal bleeding (menorrhagia), abnormal bleeding (vaginal)¿ to ¿recovered/recovered¿, events onset date and concomitant drugs, reporter information, patients dob, demographics were added incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a 37-year-old female patient who had essure (ess205) (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included attempted suicide, depression, endometrial ablation and narcotic abuse. Concurrent conditions included asthma, bipolar disorder, chronic fatigue syndrome, chronic pain, colitis, fibromyalgia, gerd, hypothyroidism, insomnia, irritable bowel syndrome, kidney stones, migraine, mood disorder, obesity, pancreatitis, post-traumatic stress disorder, dysfunctional uterine bleeding since (B)(6) 2006, retroverted uterus since (B)(6) 2006, bleeding genital since (B)(6) 2006, neck pain since (B)(6) 2006, chest pain since (B)(6) 2018, back pain since (B)(6) 2018, cough since (B)(6) 2018, runny nose since (B)(6) 2018, fever since (B)(6) 2018, intentional overdose since (B)(6) 2006, bipolar disorder since (B)(6) 2006, suicide gesture since (B)(6) 2006, tobacco use disorder since (B)(6) 2006, serotonin syndrome since (B)(6) 2016, hives since (B)(6) 2016, urinary retention since (B)(6) 2016, dysuria since (B)(6) 2017, pelvic pain since (B)(6) 2017, cystitis interstitial and post ablation tubal ligation syndrome. Concomitant products included alprazolam (xanax), amitriptyline hydrochloride (elavil), chorionic gonadotrophin (hcg), combivent, diazepam (valium), duloxetine hydrochloride (cymbalta), esomeprazole magnesium (nexium), eszopiclone (lunesta), famotidine (pepcid), fluoxetine hydrochloride (prozac), hydroxyzine hydrochloride (vistaril), lamotrigine (lamictal), leuprorelin acetate (leuprolide acetate), levothyroxine sodium (synthroid), mesalazine (mesalamine), nicotinic acid (niacin), obetrol (adderall), panadeine co (tylenol with codeine), pentosan polysulfate sodium (elmiron), phentermine, phentermine (adipex), prazosin, quetiapine (seroquel), rabeprazole sodium (aciphex), salbutamol sulfate (proair hfa), solifenacin succinate (vesicare), sucralfate (carafate), tramadol hydrochloride (ultram), trazodone, zolpidem tartrate (ambien), flurosemide, latuda and uribel. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: there is a discrepancy in product start date. Earlier it was ??-(B)(6) 2006 and in fu it is given (B)(6) 2006. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and mr were received ¿ lot number 508835 added. Reporter and patient demographic added. The following events were provided: vaginal haemorrhage, menorrhagia, dyspareunia. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant'), menorrhagia ('abnormal bleeding (menorrhagia)'), kidney infection ('infection (other) describe: kidney infections'), nephrolithiasis ('infection (other) describe: kidney stones'), dementia ('neurological condition or problems type: early dementia,'), sjogren's syndrome ('autoimmune disorder type of disorder:sjogren's syndrome'), staphylococcal infection ('infection (other) describe: infections, msra'), crohn's disease ('crohns'), narcolepsy ('neurological condition or problems type:narcolepsy'), urethral repair ('urethral reconstruction') and cystitis interstitial ('interstitial cystitis') in a 37-year-old female patient who had essure (ess205) (batch no. 508835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same day" on (B)(6)2006 and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included attempted suicide, depression, narcotic abuse and asthma. Current weight 235 lbs. Concurrent conditions included chest pain since (B)(6)2018, back pain since (B)(6)2018, cough since (B)(6)2018, runny nose since (B)(6)2018, fever since (B)(6)2018, pelvic pain since (B)(6)2017, dysuria since (B)(6)2017, serotonin syndrome since (B)(6)2016, hives since (B)(6)2016, urinary retention since (B)(6)2016, intentional overdose since (B)(6)2006, bipolar disorder since (B)(6)2006, suicide gesture since (B)(6)2006, tobacco use disorder since (B)(6)2006, neck pain since (B)(6)2006, dysfunctional uterine bleeding since (B)(6)2006, retroverted uterus since (B)(6)2006, bleeding genital since (B)(6)2006, asthma, bipolar disorder, chronic fatigue syndrome, chronic pain, colitis, gerd, hypothyroidism, insomnia, migraine, mood disorder, obesity, pancreatitis, post-traumatic stress disorder, post ablation tubal ligation syndrome, bipolar disorder and post-traumatic stress disorder. Concomitant products included alprazolam (xanax) from 2011 to 2016, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2014, antipsychotics, chorionic gonadotrophin (hcg), codeine phosphate;paracetamol (tylenol with codeine) from 2016 to 2018, diazepam (valium) from 2010 to 2017, duloxetine hydrochloride (cymbalta) since 2016, elavil since 2013, esomeprazole, eszopiclone (lunesta), famotidine (pepcid) since 2009, fluoxetine hydrochloride (prozac) from 2014 to 2017, furosemide since 2016, hydroxyzine hydrochloride, hydroxyzine from 2007 to 2016, hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (urelle), hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel) from 2013 to 2017, ipratropium bromide;salbutamol sulfate (combivent), lamotrigine (lamictal) from 2006 to 2007, leuprorelin acetate (leuprolide acetate), levothyroxine sodium (synthroid), mesalazine (mesalamine), nicotinic acid (niacin) since 2014, opioids since 2006, pentosan polysulfate sodium (elmiron) since 2011, phentermine, phentermine (adipex), prazosin from 2014 to 2018, quetiapine fumarate (seroquel), rabeprazole sodium (aciphex) since 2015, salbutamol sulfate (proair hfa), solifenacin succinate (vesicare) from 2011 to 2017, sucralfate (carafate) from 2015 to 2018, trazodone and zolpidem tartrate (ambien) since 2012. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced night sweats ("hormonal changes describe: night sweats"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems, condition: depression"), anxiety ("psychological or psychiatric problems, condition: anxiety worsened"), pruritus ("rashes or skin conditions type: severe itching"), rash ("rashes or skin conditions type: rashes"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headache"), migraine ("migraines"), vaginal discharge ("vaginal discharge") and chronic fatigue syndrome ("chronic fatigue syndrome") and was found to have weight increased ("weight gain,/loss specify which one : weight gain"). In (B)(6)2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and abdominal pain ("pain:abdominal pain"). In 2007, the patient experienced dementia (seriousness criterion medically significant), narcolepsy (seriousness criterion medically significant), amnesia ("neurological condition or problems type:short term memory loss") and tinnitus ("neurological condition or problems type: tinnitus"). In (B)(6)2008, the patient experienced kidney infection (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection (",infection (bladder/ urinary tract/vaginal) type: utis") and vaginal infection (",infection (bladder/ urinary tract/vaginal) type: virginal infections"). In 2008, the patient experienced crohn's disease (seriousness criterion medically significant), dental caries ("dental problems cavities"), visual impairment ("vision/eye problems type: vision has decreased"), dry eye ("vision/eye problems type: I have dry eye"), abdominal distension ("gastrointestinal or digestive system condition type :bloating"), constipation ("gastrointestinal or digestive system condition type :constipation"), diarrhoea ("gastrointestinal or digestive system condition type :diarrhea"), irritable bowel syndrome ("gastrointestinal or digestive system condition type : ibs") and tooth fracture ("dental problems :breaking teeth caused by sjogrens"). In (B)(6)2009, the patient experienced sjogren's syndrome (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6)2011, the patient was found to have white blood cell count increased ("blood or heart disorder/ condition type :chronic high white blood count"). In 2012, the patient underwent urethral repair (seriousness criterion medically significant). In (B)(6)2016, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, cystitis interstitial (seriousness criterion medically significant), intervertebral disc degeneration ("autoimmune disorder type of disorder:degenerative disc disease"), gastritis ("gastritis"), gastric ulcer ("11 ulcers"), colitis ("colitis "), chest pain ("chest pain"), colitis ulcerative ("colitis ulcerative") and endometriosis ("endometriosis") and was found to have blood urine present ("blood urine present"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, in 2010 underwent ablation, in 2008 underwent kidney stone removal and in 2011 underwent hydro distension and cyscopy/ bladder adjustment) and in 2015 underwent endoscopy and colonoscopy. Essure (ess205) was removed on (B)(6)2017. At the time of the report, the device dislocation, kidney infection, nephrolithiasis, dementia, sjogren's syndrome, staphylococcal infection, crohn's disease, narcolepsy, urethral repair, cystitis interstitial, night sweats, mood swings, cystitis, urinary tract infection, vaginal infection, depression, anxiety, fibromyalgia, intervertebral disc degeneration, pruritus, rash, headache, migraine, ovarian cyst, white blood cell count increased, nausea, dental caries, amnesia, dysmenorrhoea, vaginal discharge, visual impairment, dry eye, weight increased, abdominal distension, constipation, diarrhoea, alopecia, irritable bowel syndrome, chronic fatigue syndrome, tinnitus, tooth fracture, gastritis, gastric ulcer, colitis, chest pain, colitis ulcerative and endometriosis outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the dyspareunia and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, blood urine present, chest pain, chronic fatigue syndrome, colitis, colitis ulcerative, constipation, crohn's disease, cystitis, cystitis interstitial, dementia, dental caries, depression, device dislocation, diarrhoea, dry eye, dysmenorrhoea, dyspareunia, endometriosis, fibromyalgia, gastric ulcer, gastritis, headache, intervertebral disc degeneration, irritable bowel syndrome, kidney infection, menorrhagia, migraine, mood swings, narcolepsy, nausea, nephrolithiasis, night sweats, ovarian cyst, pruritus, rash, sjogren's syndrome, staphylococcal infection, tinnitus, tooth fracture, urethral repair, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight increased and white blood cell count increased to be related to essure (ess205). The reporter commented: there is a discrepancy in product start date. Earlier it was (B)(6)2006 and in fu it is given (B)(6)2006. In 2013 patient underwent inter stem trial and implant. And in 2016 underwent inner stem removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: plaintiff fact sheet received. Reporter added. Added event colitis, chest pain, colitis ulcerative, blood urine present, endometriosis. On 23-apr-2020: plaintiff fact sheet received. No new information received. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.